Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(4) 2020. Customer¿s blood glucose level was over 300 mg/dl at the time of hospitalization. Customer was treated with over night stay high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. Current blood glucose was 273 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Device uploaded properly using carelink. Device had pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).